Manufacturer narrative:
The account found that the slingbar scale adaptor was broken. The account could not explain how the adaptor became broken or if the protective adaptor sleeves were in use at the time it was broken. The account disposed of the broken adaptor making it impossible for hill-rom to inspect it. In user guide (B)(4) for likoscale, it is stated under assembly instructions and operation: always use two sleeves, included with the scale. Before lifting, check that the lifting accessory is hanging vertically and can move freely. In instruction guide (B)(4) for viking xl mobile lifts, it is stated under inspection and maintenance: for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the slingbar attachment. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this device. It is unknown if the facility performs preventive maintenance on the device. The account replaced the slingbar scale adaptor to resolve the issue. Based on this information, no further action is required. The account disposed of the adaptor.

Event description:
Hill-rom received a report from the account stating the slingbar scale adapter was broken. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).